Event description:
Consumer stated that "burnt through the pad/caught on fire." Product was returned for investigation. The inspector did not find any evidence to support customers claims. An investigation was done into the customers complaint, and the inspector found that all components of the product had been working, except for the heater wire. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.